Event description:
The customer reported that the system has no image on the monitor.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep ordered a ccd camera. He removed and replaced the ccd camera then calibrated and checked the camera function. The system functioned as intended.